Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon was slow to deflate. The lesion was located in the left anterior descending (lad) artery. The percent stenosis, degree of calcification, and tortuosity of the vessel are unknown. Following the initial inflation of the maverick2 15mm x 3.0mm balloon, the physician noted that the balloon deflated slowly. The physician was able to deflate the balloon and the balloon was successfully removed from the pt without additional intervention. To what atms the balloon reached and how long it took to deflate the balloon is unknown. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product will be available. The root cause of the reported incident could not be determined.